Event description:
This case report was received from a patient in the USA at emd serono on (B)(4) 2010. This (B)(6) female patient experienced the needle breaking off into her stomach while injecting, that required surgical intervention. No medical history was reported. No concomitant medications were reported. This patient received rebif (interferon-beta-la) 44 mcg three times per week by subcutaneous injection from (B)(6) 2010. The device was unknown. On (B)(6) 2010, the patient injected her rebif into her stomach, and the needle broke off into her stomach. The patient experienced pain when moving or coughing after the needle broke off in her stomach. On (B)(6) 2010, the patient was scheduled to go the hospital for surgical removal of the broken piece of the needle. It was not known whether the patient continued administrations of rebif. At the time of reporting, the patient had not recovered from the needle breaking off in her stomach while injecting. Multiple (six) attempts were made to contact the patient and her health care provider in order to obtain specific product information, including device retrieval and additional information about the event, including outcome of the event; however, the attempts were not successful.